Manufacturer narrative:
Evaluation was completed and the customer's reported condition of the failure 810:11 was confirmed. During inspection of the device, numerous batteries low and battery depleted alerts were shown in the event history of the device. CAPA mdq-CAPA was opened and is investigating reports of the failure code 16:310.

Event description:
Customer reported a failure code 16:310. Customer reported there were no patient injuries associated with this report and there have been no incident filed since the last baxter service event. Customer did not have information whether incident occurred during patient infusion. Although baxter requested, no additional information was provided regarding patient demographics, medication involved, or device programming information. No additional contact information was provided